Event description:
It was reported that a patient's implantable cardioverter defibrillator was explanted due to infection. More information was requested but not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.